Manufacturer narrative:
Siemens has completed an investigation of the reported event. The investigation was performed considering complaint description, cs reports, system history, and system log files. The detailed investigation revealed that this issue occurred because the end limit for the gantry base rotation for axle ¿am11¿ had the identical settings in the stand control unit (scu) and the motor control interface (mci). When the rotation of the gantry base has reached the end position set for the user, the movement is stopped. In this case, the movement can be resumed in the opposite direction. Further end positions are stored in the system which cannot be reached during normal operation. If these positions are nevertheless reached, all system movements are blocked for safety reasons. In this case, the user end positions were set identically to the system end positions, which immediately blocked all movements. The problem was resolved by recalibration of axes ¿am11¿. The occurrence rate of the error pattern was checked. A possible error accumulation or even a systematic error, which would lead to a corrective action of the installed base, could not be determined by the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis icono biplane system. During an emergency procedure, motorized stand movement of the gantry base rotation axle was no longer possible and the system message "movement: end reached" was displayed to the user. As a result, the procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved.